Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported unable to pause insulin. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod their blood glucose level was 80 mg/dl. The patient reports they had a set temporary basal activity of 30% less basal with 1.5 insulin on board and upon checking 5 minutes later the insulin on board was 2.75 which was not 30% less than the programed amount. The patient reports they were being delivered insulin while they had paused insulin delivery. The patient reports they removed the pod from the infusion site.